Event description:
It was reported that the lead was replaced, due to apparent lead fracture, and increase/fluctuation in rv (right ventricular) impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed. It was reported that the lead was replaced, due to apparent lead fracture, and increase/fluctuation in rv (right ventricular) impedance. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination lead conductor component/subassembly failure devce was out of specification in a manner that relates to event impedance, high lead(s), fracture of.